Event description:
A customer contacted beckman coulter inc. (Bci) to report that the hmx instrument generated incorrect high ba% and ba# results on qc and six (6) patient samples. Repeat testing on an alternate instrument generated lower ba results that were considered correct. Hmx results are from summary pintouts which do not reflect flags. However, supplemental information state that abnormal wec pop, high ba, and basophilia flags were present with the incorrect results. Erroneous results were not reported out of the lab and there was no death, injury or change to patient treatment attributed to this event.

Manufacturer narrative:
Sample collection information was not provided. Qc data shows that the ba% and ba# results were flagged out high prior to and the day of the reported event. Bci field service engineer (fse) replaced tubing, cleaned and reassembled the blood sampling valve (bsv), bleached flowcell and adjusted the erythrolyse & stabilise pump volumes to optimize diffplots. Root cause for the high ba recovery can be attributed to hardware replaced and adjustments made by the fse during subsequent instrument servicing. Per labeling, when cbc/diff control is out of limits: possibility, improper mixing; action, follow the instructions on the package insert. Rerun control. Use all the flagging options (suspect, definitive, high/low, parameter codes and your laboratory's flagging criteria) to optimize the sensitivity of the instrument results. Do not single out one system message or output, such as a histogram or scatterplot, to summarize the specimen or patient's condition. - attachment: (B)(4).